Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), was found to have a pregnancy with contraceptive device ("pregnancy- terminated/right occlusion only") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove tubes). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, cystitis, urinary tract infection, fatigue, weight increased, weight decreased, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, cystitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was implanted with the essure on or about end of 2009/beginning 2010. Patient date of birth: (B)(6) 1986 (previously reported as (B)(6) 1986) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- right occlusion only.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event" abnormal bleeding (vaginal, menorrhagia) was added. Patient demographic (date of birth) was updated. Essure insertion date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('there was no essure coil visualized at all') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's concurrent conditions included breast cyst and uterine fibroid. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), was found to have a pregnancy with contraceptive device ("pregnancy: terminated/right occlusion only") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, cystitis, urinary tract infection, fatigue, weight increased, weight decreased, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, cystitis, device dislocation, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was implanted with the essure on or about end of 2009/beginning 2010. Patient date of birth: (B)(6) 1986 (previously reported as (B)(6) 1986). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure confirmation test(s) (unspecified): right occlusion only. On (B)(6) 2010: 1. Essure coil within and occluding the left fallopian tube. Patent right fallopian tube. Unremarkable endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. New events added(from mr): pelvic inflammatory disease, device migration. Reporters, lab data concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device ("pregnancy- terminated/right occlusion only") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (tubal ligation). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, cystitis, urinary tract infection, fatigue, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, cystitis, fatigue, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection, weight decreased and weight increased to be related to essure. The reporter commented: she was implanted with the essure on or about end of 2009/beginning 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- right occlusion only.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy- terminated/right occlusion only') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (tubal ligation). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, cystitis, urinary tract infection, fatigue, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, cystitis, fatigue, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection, weight decreased and weight increased to be related to essure. The reporter commented: she was implanted with the essure on or about end of 2009/beginning 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- right occlusion only.. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Product indication updated. Case upgraded from other event to incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- pregnancy- terminated/right occlusion only, general abnormal bleeding, abdominal pain, bladder infection, uti, fatigue, weight gain, weight loss and device ineffective were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.